Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, follow-up exam identified a distal type I endoleak in the left leg. On (B)(6) 2021, a contralateral leg endoprosthesis was implanted to extend the left leg. The endoleaks was resolved. The patient tolerated the procedure. The cause of the endoleak was not known.